Event description:
The customer reported two (2) patients with false positive results with the ID now covid-19 assay performed on (B)(6) 2022 using lot numbers m201813 and m200673. This report addresses patient results one (1) or two (2). The customer reported a false positive result with the ID now covid-19 assay (lot number: m201813) performed on (B)(6) 2022 that generated a positive result. An outsourced pcr confirmation test (unknown platform) was performed as well and generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on and international product, list number 190-00j, that has a similar product distributed in the us, list number 190-000. Please reference all related MFR. Report numbers: 1221359-2022-03597 through 1221359-2022-03598.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m201813 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m201813 and test base part number 190-430 / lot m201813. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m201813 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as the log files were not provided.